Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an implant of an afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately nine (9) years post initial procedure, the patient presented with an endoleak type 3b as well as an aneurysm enlargement. A re-intervention was done and the physician elected to implant an alto main body, two (2) ovation ix iliac limbs, and some ovation prime fill polymer. The final patient status remains unknown. The final patient status was reported as doing well and being discharged.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the sac growth is unconfirmed. The type iiib endoleak of the distal bifurcated stent graft and secondary endovascular procedure are confirmed. This moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ib endoleak of the right common iliac artery occurred that was not included in the event as reported. These findings were discovered during an examination of the 118-month post index CT scan. The most likely causation for the type iiib endoleak is device related due to the use of strata material. No procedure related harms were identified. The final patient status was reported as being discharged on the first post operative day following a secondary endovascular procedure in improved condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. Device iteration is afx with strata. B5: describe event or problem - updated g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an implant of an afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately nine (9) years post initial procedure, the patient presented with an endoleak type 3b as well as an aneurysm enlargement. A re-intervention was done and the physician elected to implant an alto main body, two (2) ovation ix iliac limbs, and some ovation prime fill polymer. The final patient status was reported as doing well and being discharged. Subsequent to the initial report, clinical assessment determined that there was evidence to reasonably suggest a type ib endoleak of the right common iliac artery occurred that was not included in the event as reported. The type ib endoleak was discovered during a review of the 18 month post index CT scan.